Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.